Event description:
It was reported that the ilet device was dropped, resulting in a cracked, unresponsive screen, and a replacement was arranged while the user switched to backup subcutaneous insulin therapy; a device alarm was noted. Symptoms included impacted blood glucose. Outcomes included interruption of ilet therapy and initiation of pen-based insulin. Investigation included complaint intake and arrangement for device replacement. Investigation of this device revealed physical damage to the display/touchscreen consistent with user-induced mechanical impact, with loss of screen responsiveness preventing normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.